Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment procedure with restylane vital seems possible. The injection technique may have contributed to the events. The reported events: ischemia and discoloration, are addressed in the label. Livedo reticularis and nasal obstruction can be considered secondary to the ischemic event. It cannot be excluded that ischemia and its secondary effects could lead to a permanent damage to body structure. The case has been assessed to fulfill the seriousness criteria for regulatory reporting due to the possibility of a permanent impairment of body function or permanent damage to body structure. (B)(4). The events: ischemia and discoloration, are already addressed in the labeling. Livedo reticularis and nasal obstruction can be considered secondary to the ischemic event. In the instructions for use for restylane vital it is stated that special caution should be exercised when treating areas in close proximity to vulnerable structures such as vessels. Lot number was not reported. Trending on lot number or batch record review could not be performed.

Event description:
(B)(4). (B)(6). The patient's medical history was not included. Initially it was reported that the patient received 1 ml restylane vital in a non-mentioned date, but developed nasal obstruction(nasal congestion). Follow-up information on the same day ((B)(6) 2015): on (B)(6) 2015, the patient was injected with restylane vital at the side of the face, in a small paranasal area and in the middle height of the nose. No further details regarding the injection were provided. On the next day, (B)(6) 2015, a slight paleness (implant site discolouration) in the middle of the nose was noticed, together with an area of livedo reticularis (livedo reticularis), which characterized ischemia (implant site ischaemia). (B)(6) physician advised that application of hyaluronidase, along side with warmth, local massage and the use of acetylsalicylic acid and ointment containing nitroglycerin could be considered as corrective measure. In the date the contact was performed, the events persisted. There was no information regarding medical intervention to solve the adverse events. No more details were provided. At the time of the report the events were not recovered/not resolved. The reporter has not yet assessed if the nasal obstruction (nasal congestion), ischemia (implant site ischaemia), slight paleness (implant site discolouration), and livedo reticularis (livedo reticularis) are related to treatment with restylane vital. The company has assessed the nasal obstruction (nasal congestion), ischemia (implant site ischaemia), slight paleness (implant site discolouration), and livedo reticularis (livedo reticularis) as possible related to treatment with restylane vital.